Event description:
It was reported that during a da vinci si surgical procedure, it was noted that the wire of the large needle driver instrument was sticking out at the pivot point. No missing or fallen fragments have been reported by the site. There was no patient harm, injury or adverse outcome reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the grip cable is frayed at the distal idler pulley. The frayed strands stick out at the wrist. Other cables at wrist are not damaged. The instrument has 0 use left. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.